Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately 1 minute and 30 seconds from 06:23 am on (B)(6) 2018, which is sufficient time to replace the reagent; and the station properties were reset at 06:25 am on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to the default concentration of 100% at 06:25 am on (B)(6) 2018. However, the discrepancy between the ethanol concentration measured by hydrometer of 84% and that calculated by the instrument software of 99% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 8 (ethanol), which had measured ethanol concentration of 84% and a calculated ethanol concentration of 100%, was used for the final dehydration step of both the "larges - biopsies" protocol started in retort b at 16:46 pm on (B)(6) 2018 and the "fatty tissue" protocol started in retort a 16:58 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 06:23 am on (B)(6) 2018 and 06:25 am on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 8. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 8 (ethanol) as detailed in the leica peloris/peloris ll user manual.

Event description:
The local leica biosystems histology technical specialist - pathology (fss) was advised by the complainant that: "...the racks of large and fatty tissue were on the instrument this weekend. At embedding they are soft, an unsuccessful attempt has been made to cut the blocks". The complainant advised that the affected samples were derived from the fatty tissue protocol, which started in retort a at 16:58 pm on (B)(6) 2018 and completed at 07:27 am on (B)(6) 2018; and the larges-biopsies protocol, which started in retort b at 16:46 pm on (B)(6) 2018 and completed at 07:28 am on (B)(6) 2018. The complainant also advised that the affected tissue samples would be re-processed using another instrument located within the laboratory. On (B)(6) 2018, the fss visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss noted that reagent station configuration for the instrument included bottles designated for 70% ethanol and 80% ethanol; the reagents in bottles 4 (70% ethanol); 5 (80% ethanol); 7 (ethanol); 8 (ethanol); 9 (ethanol); 10 (ethanol); 11 (xylene); 12 (xylene); and 14 (xylene) had been used for the affected processing run in both retort a and b; the reagent in bottle 8 (ethanol) had been replaced on (B)(6) 2018 and was subsequently used for the first time in the affected runs; the reagent in bottles designated for xylene appeared clear with no sign of water contamination; and a slight formalin odour was detected in wax bath baths 3 and 4. The fss measured the ethanol concentration in bottles 3-10 inclusive. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottles 7 and 8 in which the measured ethanol concentration was 94% and 84% respectively and the calculated concentration was 88% and 99% respectively. On 24 april 2018, the fss by the complainant that the quality of tissue processing was satisfactory following replacement of the reagent in bottle 8 (ethanol). As at 22 may 2018, leica biosystems has not received information in relation to either the final status of the tissue samples exhibiting sub-optimal processing or the patient outcome, despite several requests to the complainant. No consequence to a patient(s) has been reported to the manufacturer to date.